Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "analysis of the returned device identified: delamination of the diaphragm valve disk shell. Leak test and microscopic analysis was performed which identified: striated broken on anterior and delamination of the diaphragm valve disk shell. Based on the device analysis the final assessment is: a striated broken assessed as surgical damage and a delamination total of the valve (adhesive failure)." The event of "fibrous capsular contracture," baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "fibrous capsular contracture," baker grade unknown.

Event description:
Healthcare professional reported deflation against right side device and "release of fibrous capsular contracture," baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "release of fibrous capsular contracture," baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.